Manufacturer narrative:
Results: a visual inspection of the returned product shows the lens is torn at the haptic junction and in the optic. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece collamer lens model cq2015 and the haptic bent and the lens tore. The surgeon removed & replaced the lens without any patient injury.